Event description:
New information received states the lead was laser explanted and replaced. The patient tolerated the procedure well and will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving several inappropriate shock therapies due to presence of high amplitude noise artifact on the ventricular channel. Lead replacement was recommended. No further information is available.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.8 cm was returned for analysis. Internal insulation abrasions under the rv shock coil were noted at 4.3-5.2 cm and 5.1-6.1cm from the distal tip. The sensing conductor etfe was abraded at 4.2-5.0cm from the distal tip and the rv conductor was abraded at 5.2-5.5cm from the distal tip. This is consistent with the observation from the field of noise.